Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria (B)(4).

Event description:
A risk manager reported a patient's right eye presented at one day post lasik with symptoms of transient light sensitivity syndrome(tlss) which was reported to be unusual/rare for one day post. The light sensitivity has persisted with the addition of gel drops and steroids at bedtime. At two month follow up, the tlss was not resolved and the patient experienced a myopic shift with good correctability. The recent addition of a glaucoma medication has helped significantly, although this case has not resolved completely. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of treatment. No technical root cause could be determined as the system is performing within specifications. (B)(4).